Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 x2, implantable pacing leads - (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient complained of diaphragmatic stimulation. The left ventricular (lv) lead pacing configuration was reprogrammed, and the lead remains in use. The patient is enrolled in the system longevity study. No further patient complications have been reported as a result of this event.